Manufacturer narrative:
The cutting forceps was returned to olympus and is pending evaluation. The exact cause of the reported event could not be conclusively determined at this time; however, the most probable cause could be attributed to a damaged dome switch, which can cause the device to activate on its own.

Event description:
Olympus was informed that during a total laparoscopic hysterectomy (tlh) procedure, the forceps were plugged into the generator and activated without depressing the activation button. The surgeon was grasping the patient¿s tissue when the activation occurred. It was reported that the surgeon slightly pressed on the white handle near the blue activation button and the generator activated with an audible tone. The surgeon noted that the device would also sporadically activate, while laying on the mayo stand. There was no bleeding reported. The surgeon replaced the device and the intended procedure was completed. There was no patient injury reported. Additionally, the device was inspected prior to the procedure with no anomalies found.

Manufacturer narrative:
This supplemental report is being submitted to report the device evaluation results. The was returned to olympus for evaluation. The user¿s complaint was not confirmed. The received device was connected to an esg 400 generator for functional testing. The device was recognized and the correct defaults applied. No error messages were displayed during testing. The blue activation button was pressed and the device activated with a ¿hair trigger¿. It was noted that only the very slightest touch would activate the device. However, the device did not activate on its own at any point during testing. The blue coagulation button was removed and revealed the dome switch was collapsed on the right side. Based on the investigation findings, the most likely cause of reported event can attributed to the partially collapsed dome switch.